Manufacturer narrative:
The reported complaints of break and contamination of device ingredient or reagent were confirmed. Analysis of the header showed damage to both septum, showed calcified blood in the setscrew insets. Pieces of septum material inside of inset could prevent the torque wrench from fully engaging the inset and caused stripping, this is consistent with explant damage. The device was programmed to high field settings and voltage had reached eri in the field. Longevity assessment was performed, and device exceeded the projected longevity and is considered normal battery depletion.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a scheduled generator change. During procedure, the physician was unable to properly seat and engage either the atrial or ventricular leads with the provided wrench. It was noted that the set screw was unable to be removed from either lead due to pieces of silicone breaking from the septum flaps obstructing the set screw openings therefore preventing the set screw from being removed. When the debris was cleared the set screw was able to properly be engaged and removed. The pacemaker was explanted and replaced. The patient was in stable condition.